Event description:
It was reported the patient experiences a deep throbbing pain that radiates out at the ipg site when the stimulation is on. The pain subsides when the stimulation is turned off. The ipg pocket site is under the patient's belt line. The patient wants to have the ipg moved to a different location.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.